Manufacturer narrative:
The customer just requested information on how to obtain a replacement pads cable with no engineer evaluation.

Event description:
It was reported to philips that the device's pads cable needs replacement. There was no patient involvement.